Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after thr surgery had been performed on an unknown date, the patient experienced an infection. This adverse event was solved by an intervention on (B)(6) 2023, in which a dair (debridement, antibiotics and implant retention) procedure was performed with the exchange of the cocr 12/14 fem head 28 +0 and the tandem intl bipolar 43od 28id. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
D10, h3 h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per the complaint details, after a total hip replacement surgery was performed the patient reportedly underwent a debridement, antibiotics administration, implant retention procedure on 12-sep-2023 with and exchange of the cocr 12/14 fem head 28 +0 and the tandem intl bipolar 43od 28id, due to an unspecified infection. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. No additional complications were reported. Therefore, no further medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed that the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.